Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reported, a palindrome catheter implanted on (B)(6) 2010 migrated with the cuff exposed and no ingrowth on (B)(6) 2010. After a few weeks signs of infection were observed such as redness around the exit site and tracking up the length of the catheter. The catheter needed to be removed and replaced and pt was given antibiotic therapy.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.